Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not returned for evaluation.

Manufacturer narrative:
Section h10: (d10) concomitant device(s): 2914037 02-010-01-0250 - logic femoral ps cem left sz 5; 2943608 02-010-01-0350 - logic femoral ps cem right sz 5; 2638723 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm; 2901240 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm; 2630719 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t; 2951080 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t; 2387514 200-02-41 - three peg patella 41mm; 2718004 200-02-41 - three peg patella 41mm.

Event description:
As reported, approximately 9 years post op initial left tka, this 72 y/o male patient was revised due to a loose femur and recalled poly. Patient complained of pain. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Product not returning - chain of command due to recall hospital will not release.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.